Event description:
Phaseal infusion adapter slipped out of aviva 250ml bag containing taxotere chemotherapy. Diagnosis or reason for use: safety. Event abated after use stopped or dose reduced: yes. Phaseal infusion adapter, stopped using (B)(6) 2014 after using different 250ml bags. Changed from bbraun 250 to aviva 250.